Manufacturer narrative:
The reported event of failure to sense was confirmed. A complete lead was returned in one piece for analysis. During x-ray examination, the inner coil in the connector region was found to be overtorqued, consistent with procedural damage. Electrical testing revealed that an internal short had occurred due to the overtorqued inner coil in the connector region. Consequently, the cause of the reported event was determined to be the overtorqued inner coil in the connector region, which resulted in an internal short.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead exhibited failure to sense. The right ventricular lead was not used and replaced. The patient experienced no consequences.